Manufacturer narrative:
The device has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once the device has been received and the investigation completed, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the tip of the medtronic microcatheter was found to be broken. Prior to the event, the microcatheter was used to successfully coil an aneurysm. After completion of the coiling, the microcatheter was withdrawn and great resistance was felt in the process. At that point, the physician noticed the tip mark of the microcatheter was broken outside the internal aneurysm. A stent was used to press the broken tip against the vessel wall to keep it in place. No abnormality was found in the angiography afterwards. The tip of the microcatheter was reported to be entrapped/stuck during retrieval. The patient was undergoing embolization treatment of an aneurysm with access through the femoral artery of 7mm diameter. The vasculature was normal in tortuosity.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could was confirmed. As received, echelon-10 micro catheter found that distal marker band/tip was found missing from the catheter. The separated echelon-10 distal marker band/tip was reported to remain within the patient. Upon visual inspection, no issues or irregularities were found with the echelon-10 hub. No bends or kinks were found with the echelon-10 catheter body. The outer tubing material at the broken end exhibited with jagged edges and stretching. The inner elliptical wire at the broken end was found to be exposed. Based on the reported information and device evaluation, the broken end of the catheter exhibited with plastic deformation (jagged edges and stretching) which indicated that the catheter tip separated when exceeding the tensile strength of the tubing material. It is likely force was used to remove the stuck/entrapped echelon-10 subsequently causing the marker/tip to separate. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.